Event description:
The customer reported obtaining erroneously high na (sodium) and cl (chloride) results for two (2) patient samples involving the unicel dxc 600i synchron access clinical system. The customer stated that the erroneous results were reported out of the laboratory. The physicians questioned the results and the samples were rerun and reports amended. There were no reports of change or affect to patient treatment in connection with this event. Qc (quality control) results prior to the event was within the laboratory's established ranges.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and noted that the issue occured on initial start of a run. The fse discovered that the ratio pump was leaking air between the segment seals and proceeded to replace the ratio pump to resolve the issue. Failure mode of the event is attributed to defective ratio pump which was leaking air.